Manufacturer narrative:
As reported, the edge of the 3dmax light mesh was noted to be torn when see on the laparoscopic camera screen. A photo was provided and shows the 3dmax light mesh in vivo, being held by two surgical graspers. There are two cracks/tears present on the seal edge of the mesh. This was not reported as an out of box condition. Based on the event as reported and the photo provided, the likely root cause is user/device interface while handling the mesh with graspers while attempting to place the mesh. The instructions-for-use states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement." A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair, the edge of 3dmax light mesh was noted to be torn when seen on the laparoscopic camera screen. As reported, the mesh was rolled as per normal before deployment and no more than usual resistance was felt during deployment. It was reported that 10mm trocar was used and the same mesh was used to complete the procedure. There was no patient injury.